Event description:
Rep reports that a set of twins had the evd bactiseal implanted for 3 weeks and both patients aquired a yeast infection within the csf. Twins are reported to be in stable condition.

Manufacturer narrative:
The rep has confirmed that the product is not available for evaluation. Since no product and/or lot information has been provided, codman is unable to conduct a proper investigation. Codman has however identified sales dating back to january for this particular account. A review of the sterilization process for the lots identified will be reviewed to ensure that the particular lots were processed properly. We anticipate that the review will reveal that the product conformed to all specification prior to being released to stock. If anything otherwise has been revealed, a follow up report will be released to stock. If anything otherwise has been revealed, a follow up report will be filed. Trends will be monitored for this and/or similar complaints. At the present time this complaint is cosidered to be closed.